Event description:
Plaintiff was employed as an administrative assistant and certified pharmacy technician who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering the following symptoms: allergic rhinitis, dermatitis, hives, shortness of breath, systemic asthma and urticaria. Plaintiff alleges developing a latex allergy.